Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "respiratory infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿respiratory infection.¿ that same day the patient was treated with lanquin oral liquid. The event resolved four days later. The patient concomitantly takes, lanqin oral liquid, cefdinir capsules, amoxicillin capsules, montmorillonite powder and bacillus licheniformis capsules.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿respiratory infection.¿ that same day the patient was treated with lanquin oral liquid. The event resolved four days later. The patient concomitantly takes, lanqin oral liquid, cefdinir capsules, amoxicillin capsules, montmorillonite powder and bacillus licheniformis capsules.

Manufacturer narrative:
Correction to emdr-66039 g.6. Type of report: 15-day.